Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the incision site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The site was drained and the device was explanted. There have been no reports of further complications regarding this event.